Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda appears to be related to procedural conditions (tissue stuck on anterior side of clip impacted ability of clip to be placed perpendicular to the line of coaptation). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, a pre-existing papillary muscle rupture, a prolapsed anterior and a flail. It was noted that the clip delivery system (cds) was unable to advance through the steerable guide catheter (sgc). Therefore, the sgc was removed and replaced. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda seems to be due to procedural circumstances. The reported death was due to patient condition. The reported embolism and foreign body in patient seem to be related to post-procedural circumstances. The reported patient effects of embolism and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, a pre-existing papillary muscle rupture, a prolapsed anterior and a flail. It was noted that the clip delivery system (cds) was unable to advance through the steerable guide catheter (sgc). Therefore, the sgc was removed and replaced. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. On an unknown date 2024, the patient was taken off extracorporeal membrane oxygenation (ECMO) and transferred to surgery. During bypass the clip embolized and the patient expired during surgery.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.